Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of ischemia: "warnings: do not inject into the blood vessels (intravascular)."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra¿ xc. The patient developed an occlusion on the left upper lip. Patient was treated immediately with a warm compress and hylase. Patient was reviewed again the next day and was treated again with hylase. The patient later returned to the clinic for treatment with led healing light and additional hylase. Symptoms are ongoing.